Manufacturer narrative:
The device was inspected on-site whereby no failure could be detected. The technician calibrated the device and all tests were passed successfully so that the device was returned to clinical use. At manufacturing site the device log file was analyzed. For the reported date of event no error log entries were found. As reportedly no airway pressure was present in volume mode but was returned in man/spont mode finally only a leakage at the so called fresh gas decoupling valve was determined to be a plausible explanation for the reported symptom. If the fresh gas decoupling valve remains open during the inspiration phase breathing gas will flow through it towards the absorber instead of through the inspiratory valve to the patient. This leads to reduced automatic ventilation while manual ventilation is not impaired by this issue. The fabius is equipped with an integrated pressure and volume monitoring and will generate an alarm in case the adjusted alarm limits are reached. Additionally the device has to be used with appropriate external patient gas/ agent monitoring. It is confirmed for the particular case that the device posted the appropriate alarms to alert the user about the restrictions. In any case the user can switch to manual ventilation to continue the procedure as it was reported for the actual case. Typically, moisture in the breathing system or improper cleaning can be a contributing factor for the sticking of the fresh gas decoupling valve. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the unit was not ventilating the patient in volume mode. It was switched to man/spont mode and the machine worked fine. No patient injury reported.